Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported she was in terrible pain at the implant site on the right side. The patient reported that she always had this pain but that it was worse since her surgery. The patient reported that she wanted to know how to use her device. The patient reported getting the poor communication upon syncing. The patient reported that she had bandages over the implant site. The patient reported having an appointment later on the day of the report with her healthcare provider. The patient became upset on the call and reported that she was ¿just going to have the damn thing taken out¿ and hung up. No further complications were reported. Additional information was received from a consumer. It was reported that the patient had poor coupling and today was their first day charging post-implant. The patient reported swelling at the ins site. The patient stated a manufacturer representative (rep) was able to get all 8 boxes shaded at the doctor¿s office, but the patient could now only get 0-2 coupling boxes. The patient repositioned the antenna and used the antenna locate (al) feature and reported a 68 and 74. The patient initiated a charge after getting 6-8 coupling boxes. The patient also mentioned it felt like it was burning while recharging. The patient programmer had an unfamiliar screen, but it was clarified that it was showing the ins was in a depleted state. The patient stated they couldn¿t turn off the patient programmer (pp), but was instructed on how to do so and successfully turned the pp off. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: information was reported it can take up to 2-3 hours to charge. The patient charged last night to full. About 3 hours ago it was half charge and it took her 3 hours to charge it to full. Patient said it seems like her whole day is about charging. Patient wanted to know if is normal. The patient reported she gets good coupling, and uses her therapy 24/7. It was reviewed that it depends on coupling, usage and how full the charge is. The patient was redirected to healthcare provider (hcp) to diagnose whether it is normal. It was also reviewed they might be able to do some programming changes to reduce the charging. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the woke up during the night and their back was burning like it was on fire; too hot. It was noted that the patient was not recharging when this occurred. The patient also reported that while recharging the coupling bars will not go down (?) The meaning of coupling bar level was reviewed with the patient but they seemed confused and thought that the bars were suppose to go down. The patient was also confused as to why the coupling bars were present even if the recharge was on the floor, and it was reviewed that as long as the antenna was over the implant they would have coupling bars shaded. The patient stated initially that they have to charge the ins for 6 hours a day and that on the day prior to the report they charged for 8-9 hours and the ins did not fully charge. It was reviewed that the recharging equipment was working as intended but the patient was persistent is their belief that something was wrong with the recharger (antenna damaged) and so a new antenna was sent to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that a rep told the patient that the ins battery could last three or four days, but the patient was charging the ins every day. It was noted that it took two to three hours to charge. The patient tried turning the stimulation down and when she did that she could not even get out of bed because the pain was so intense. The patient had turned stimulation amplitude way down to 2.0 volts. The patient did turn the stimulation back up, and stated that as long as stimulation was at 4.0 volts or 5.0 volts she was comfortable. The patient was to meet with the rep on (B)(6) 2017 to discuss her recharging. It was reported that the issue began on (B)(6) 2017. The patient stated that her device was working, she was just doing a lot of charging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient called back and reported that they met with a manufacturing representative at the doctor's office the day before the call. The patient said they were told that they were using too much energy, so they were told to keep the stimulator off while they are charging. The patient's reason for the call was to make sure that their implant was off while charging. Patient services reviewed recharger icons and patient programmer icons/use. It appeared that the patient was charging with the implant off as they were told to and understood that they could use the programmer to turn therapy on and off. The rep told them the only button they should use on the recharger was the green start charge button. No symptoms further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-jun-22. The patient stated that on (B)(6) 2017 they texted their manufacture representative (rep) saying they want the device taken out. On the day of the report (B)(6) 2017 the patient reported charging too frequently. On (B)(6) 2017 they charged for six hours and had all eight bars but the charge did not last the night. During the night they had quite a lot of pain. They went to turn the stimulation up but both devices were dead. The implantable neurostimulator (ins) was dead and when they used their patient programmer (pp) which showed an empty battery for their ins. The ins battery was empty and flashing ¼. The recharger was noted to be full. The patient noted having an appointment scheduled for (B)(6) 2017 with their rep. The patient noted that they were told they would have to recharge every three days. On (B)(6) 2017 they thought they were going to have a heart attack because they were so stressed out. Additional information was received from the patient on 2017-jun-23. The patient was a little confused about how and when to use the recharger. The flashing ins battery icon was almost full. They had black coupling boxes and had been sitting for about six hours today and they were frustrated. It was reviewed that it was almost full so they could stop charging and would need to check it every couple days to see how far down the battery is. The patient is very frustrated that they have to sit for so long. It was reviewed to maybe charge for a shorter amount of time, more often. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the patient had been trained by a rep on multiple occasions. The physician saw the patient on (B)(6) 2017, and she reported good stimulation, at least 60% pain relief, and made no mention of burning. The patient did not report burning to the physician. In addition to at least 60% pain relief, the patient reported walking more upright and she felt that she now had more control of her life. Additional information was received from the patient. The patient called the manufacturer to ask what buttons to press on the programmer. On the night of (B)(6) 2017, the patient pressed the middle button on the programmer and on the morning of (B)(6) 2017, the patient could tell that something was not right. It was noted that the patient was able to turn the ins back on and she could tell a difference. The patient also noted that she felt a little weak since the implant surgery. The patient reported that she has always had pain, but two years ago had infusion done and last winter the patient did not want to leave the condo. No further complications were anticipated.